Event description:
Ref importer number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. When reviewing similar reportable events, we found a number of cases with similar fault description (alenti tipping), which were found to be related to user error. The trend observed for reportable complaints with this issue on alenti is considered to be low and stable taking into consideration about 20,000 units on field. The device was put thorough a function test by the arjohuntleigh rep that visited the site. It was reported by the user facility that the device was working properly before the incident. After the incident the tech found some minor malfunctions not related with the incident. Also the device was not equipped with safety belts. From this it appears the device was not up to specification at the time of the event; there were no related technical problems, however, it is also noted that the safety belt, which is needed for each use and as an accessory is a part of the device, was not present during the company rep inspection and was not used during the event. The device was being used for patient handling and in that way contributed to the event. From our eva it appears a number of use errors have caused the event, the most relevant use error being a failure to use the safety belt. From the instructions for use (IFU) 04.cd.02 issue 7 us, ca from april 2004 as supplied with this device: 'the safety belt must be used at all times to ensure the resident remains in an upright position in the middle of the seat.' 'The safety belt must be attached before the resident sits in the alenti.' We have not been able to find any contributing mfg anomalies. There appears to have been no deficiency with the device, except that the device was not equipped in safety belts and that a number of use errors caused the event. From this we conclude that this incident was caused as a result of incorrect handling procedures as the received info and our eval as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.